Event description:
Device malfunction: device detachment. Time of malfunction: during the procedure. Symptoms/ae: intervention to remove detached snare. It was reported that post non-abbott stent implantation in the right internal carotid artery, during removal of a non-abbott filter, the filter separated from the guide wire and remained in the carotid artery. The filter could not be retrieved using an amplatz gooseneck snare. Filter retrieval was attempted using the expro elite; however, during advancement in the carotid artery, the expro elite snare became stuck and detached into two pieces. A portion of the snare was removed and a portion remained in the vessel. At this time a dissection was observed in the vessel. A non-abbott stent was implanted to treat the dissection. The detached portion of the expro elite and the filter were retrieved from the body using another gooseneck snare. There was no reported adverse pt sequela. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.